Manufacturer narrative:
H.6. Investigation: DHR, quality notifications were checked, retention samples and maintenance records where no records potentially related to failure were found. Photos of the reported incident were received for evaluation where it is possible to observe the presence of foreign matter in the needle. A possible cause for the occurrence is a contamination by grease during the region from the needle assembly process. H3 other text : see h.10.

Event description:
It was reported that needle precisionglide 18x1-1/2in had foreign matter. The following information was provided by the initial reporter: disposable needle 40 x 12 with internal dirt, the package is sealed the material is not open, possible contamination by the manufacturer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle precisionglide 18x1-1/2in had foreign matter. The following information was provided by the initial reporter: disposable needle 40 x 12 with internal dirt, the package is sealed the material is not open, possible contamination by the manufacturer.